Event description:
A minamo wire was attempted, but given calcification and severe tortuosity, was unable to cannulate the distal vessel. The severe tortuosity and calcification in the rca resulted in shearing of the minamo tip which was retained in the mid-rca at the site of the occlusion.